Event description:
When attempting to do a manual transmission, the monitor does not light up when the power button is pressed, even though the monitor does have power. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); monitor was returned and analysis found corrosion and contamination on the battery compartment.